Event description:
It was reported that the vns patient had been experiencing an increase in the frequency of her seizures. The patient's vns indicated it was at or near end of service however it can not be confirmed if the vns is able to deliver the intended stimulation. Attempts for additional information have been unsuccessful to date. Surgery to replace the patient's generator is likely.